Event description:
Report received from an abbott international affiliate of a tubing separation which resulted in a delay in therapy. The tubing was reportedly being used in a home care setting to deliver an unspecified dosage of tasosin in 250ml every eight hours. At some unspecified time during the infusion, the IV tubing which connects to the spike suddenly "fell off". Three doses of the pt's infusion were delayed as the nurse had to return to the home and set up a new IV set. There were no reported adverse pt sequelae. Though requested, no additional info was provided.